Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign objects in the air/water cylinder, white foreign objects in the air/water tube, and foreign objects on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause for the foreign material to remain on and or in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.